Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient's cgm was reading 40 mg/dl and the bg meter was reading 600 mg/dl. The patient was experiencing dry mouth, fruity smelling breath, sweating, and increased urination. The patient self-treated with insulin per routine diabetes management. There was no documentation of medical intervention. The patient was in "good condition" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.